Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after two years of implant time, this right ventricular (rv) lead was oversensing resulting in pacing inhibition for a dependent patient. Despite efforts, root cause of oversensing could not be determined. Tachy therapy was disabled on the associated device but the pacing inhibition remained. Surgical intervention was performed. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.